Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open colostomy takedown with side-to-side functional end-to-end colonic anastomosis, during the second firing while on the common channel colonic anastomosis, the device partially cut the tissue. The proximal portion of the stapled anastomosis did not cut through. Staples were fired, and the tissue had to be cut with scissors. There was no patient injury.